Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis did find that the lead paddle had been modified by the user as the lead tubing had been cut approximately 2.5 cm from the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2009. It was reported the lead was explanted and replaced due to migration. The explanted lead was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.